Event description:
It was reported that the band locking mechanism allegedly broke. There was no reported patient complication.

Manufacturer narrative:
Date sent: 4/28/2009. Information anticipated, but unavailable at this time.